Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. (B)(4).

Event description:
Treatment of a dural fistula. During the onyx injection, it was reported that the marathon catheter ruptured approximately 10cm from the distal tip after 0.9cc of onyx was injected. The entire catheter was removed from the patient; however, access to the main feeding branch was lost. No injury was reported with the patient as a result of the procedure; however, the patient may be brought back in six weeks for a second procedure. Same event as MDR # 2029214-2013-00598.